Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2011-05374. The pt received her ipg on (B)(6) 2009. The date the pt received two percutaneous leads is unk. It was reported the pt was not receiving adequate pain relief. She had lost a significant amount of weight and was experiencing soreness at the ipg site. As a result, the pt's entire scs system was explanted.

Manufacturer narrative:
(B)(4). The product was received with instrument marks on the can. A visual inspection was performed on the ipg casing, header, and lead chambers and no discrepancies were found. The ipg passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.